Manufacturer narrative:
The failed samples will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion. There were 3 occurrences of this issue, the details for the events can be found in the following reports: 2245270-2020-00069, 2245270-2020-00070, 2245270-2020-00071.

Event description:
8 fr pvc tubes hardening during patient dwell.

Manufacturer narrative:
There were 3 occurrences of this issue, the details for the events can be found in the following reports: 2245270-2020-00069; 2245270-2020-00070; 2245270-2020-00071. The complaint was forwarded to our parent company in france for their evaluation. The investigation summary is as follows: analysis of the samples revealed hardening of the distal end. This is a well-known phenomenon of pvc tubes which may happen with gastric fluids, depending on patients. Nevertheless, it happens very rarely. For this patient, we recommend switching to - pur- polyurethane feeding tube. A review of the batch file did not reveal any abnormalities. The products complied with specification and the composition of the product has not changed. We also do not have a record of similar claims in the past 3 years. We received six (6) complaints for code 361.082 within the last three years. All these complaints come from the same hospital. Corrective action. Vygon us has issued a credit memo addressing the discrepancy observed. Vygon france recommends switching to -pur- polyurethane feeding tube. No further corrective /preventive action is initiated at this time. However, both vygon USA and france will continue to monitor this issue.

Event description:
8fr pvc tubes hardening during patient dwell.